Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was in the balloon which is indicative of a leak .no tears or holes were visible in the balloon. The device was attached to an encore inflation device and positive pressure was applied. A pinhole leak was identified 9mm distally to the proximal marker band. An examination of the balloon material and markerbands identified no other issues which could potentially have contributed to this complaint. All blades were fully bonded onto the balloon with no issues identified. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination found no issues with the hypotube. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, at second inflation, it was noted that the balloon ruptured at 6atm. The physician's opinion on the event was there was a slight waist (constriction) in the lesion. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the target lesion was located in the shunt. The device was simply pulled out from the patient's body. The patient was good post procedure.

Event description:
It was reported that a balloon rupture occurred. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, at second inflation, it was noted that the balloon ruptured at 6atm. The physician's opinion on the event was there was a slight waist (constriction) in the lesion. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the target lesion was located in the shunt. The device was simply pulled out from the patient's body and the patient condition was good post procedure.

Event description:
It was reported that a balloon rupture occurred. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, at second inflation, it was noted that the balloon ruptured at 6atm. The physician's opinion on the event was there was a slight waist (constriction) in the lesion. The procedure was completed with another of the same device. No patient complications were reported.